Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were found. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for the pertinent lot. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.

Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a rapid exchange biliary stent system on a male patient, the "introducer dislodged from the push catheter and remained inside the plastic stent." The physician "went down with a snare and removed the introducer". The patient's condition is reported as "fine".